Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 694758, lead; implanted: (B)(6) 2007; model: d224trk, bi-v ICD; implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited an increase in short interval counts (sic) and oversensing noise. The patients right atrial (ra) lead was found to be not capturing and exhibited high thresholds. Both the ra and rv leads have been capped and replaced. No patient complications have been reported as a result of this event.